Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, and there was noise observed on the electrogram. The lead was removed and replaced. No patient complications have been reported as a result of this event.